Event description:
The product 2b8087/lot ue114348 was used by company in compounding baxter 0.9 ns and baxter fentanyl into empty baxter 250ml intravia bags. A pt at hospital who received the compounded product experienced infection. The pt is a female who was admitted to the hosp in 2007 with a subarachnoid hemorrhage. The pt was ventilator dependent. The pt had a blood culture eleven days later, that was positive for sphingomonas paucimobilis. The pt required treatment and recovered. This is one of five such cases at johns hopkins and refers to the same incident as in complaint.

Manufacturer narrative:
Baxter performed a batch review for the product code and lot number. No discrepancies were found during the mfg of this lot.